Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported issue was confirmed through system logs indicating error c-33 which indicates high frequency (hf) voltage measurement value too high in on state, validating that the problem occurred in the field. Visual inspection revealed no abnormalities related to the reported event. During system startup, the erbe unit was tested and displayed error c-33 hf voltage. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe was not working with a message for activation has been interrupted c-00 on the erbe. Technical support engineer (tse) viewed system logs and confirmed the c-00/c-33 on the erbe and recommended trying a reboot on the erbe. Site rebooted the erbe and the issue remained getting a c-00/c-33 error on the erbe. Tse explained they could try another reboot on the erbe, use another system vsc that's at p10b, or use the covidien/valley lab force triad. Tse explained the vsc could be swapped if they were at the same software level. The procedure was completing as planned with no reported injury.